Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The pump was reset, and the customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to put the pump into storage mode before returning it, and a replacement pump was provided.